Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer had been using the current cartridge for 4 days. The customer's blood glucose (bg) level was 254mg/dl and a correction bolus was delivered to address the bg level. An infusion set change was performed and the occlusion alarms continued. A system check was performed and the occlusion alarms were verified. After performing a cartridge change was performed, a correction bolus was successfully delivered without the occlusion alarm reoccurring.